Manufacturer narrative:
(B)(4). Evaluation summary: visual and functional inspections were performed on the returned device. The reported cuff miss was not confirmed as all components were not returned for analysis. The investigation was unable to determine a conclusive cause for the reported difficulties however the treatment appears to be related to circumstances of the procedure. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The other two proglide devices are filed under separate medwatch MFR reference numbers.

Event description:
It was reported that suture placement with three proglide devices were attempted in the right common femoral artery (rcfa) using the preclose technique prior to a transcatheter aortic valve implantation (tavi) procedure. The arteriotomy was 8fr. Reportedly, cuff misses occurred with all three proglide devices. An additional proglide device was used for successful suture placement using the preclose technique. The tavi procedure was completed and hemostasis was achieved using the pre-placed proglide sutures. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure. It was reported that the physician is trained in the use of the proglide device and established in the preclose technique. No additional information was provided.